Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Customer reported that the insulin pump suspended with a blood glucose level of 121 mg/dl and a sensor glucose level of 40 mg/dl. Customer also reported experiencing large differences between sensor glucose and blood glucose readings. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.